Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that approximately 9 years or longer have passed since manufacture of this product. It is presumed that the electrical contacts between the endoscope and the processor became unstable and this event occurred because the lock mechanism of the connector wore out due to long-term repeated connection with the endoscope or because the user disconnected the endoscope without pushing the locking lever down and the lock part was damaged. The above device handling has warned in the instruction manual as follows. Hold the otv-s7v stationary with one hand. With the other hand, push the video plug into the video connector socket until it clicks. Hold the otv-s7v stationary with one hand. With the other hand, press the video connector socket¿s locking lever and pull the video plug straight out.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the locking is poor. The procedure was canceled. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, the connector was not in good contact, the image was flickering and the fan in the power supply had serious abnormal noise. There was no report of patient injury associated with the event.